Manufacturer narrative:
An investigation has been initiated. We are attempting to arrange for the device to be returned for evaluation. When the investigation is complete a final report will be submitted.

Event description:
It was reported via medwatch that "the doctor pulled the vascular catheter and tip of the catheter sheared off and had to be removed by cardiac catheterization." The event occurred while the dr was removing the device. Reason for deivce removal is unknown. The pt has been discharged from the hosp since the event occurred.